Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, tension was applied to the delivery catheter system (dcs) prior to releasing the tabs. The valve dislodged out of the annulus during the tab release. The valve was snared and left implanted above the sinus of valsalva. A second transcatheter bioprosthetic valve was successfully deployed in the annulus. No other adverse patient effects were reported.